Manufacturer narrative:
Continuation of medical devices: product ID neu_unknown_lead, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens). It was reported the trial worked well for her including for the bladder, constipation and the bowel worked without pain. The patient noted during the trial she slid, bent over and hurt herself. The patient stated she felt the lead move, and it had never been the same since. It was noted the patient healthcare professional (hcp) put the permanent implant in deep due to the patient being larger. It was noted the issue during the trial where the patient felt the lead move was on (B)(6). There were no further complications that have been reported as a result of this event.